Manufacturer narrative:
Reagent issues were excluded. The field service representative found leaky cell rinse tubes. He replaced them and confirmed the module was performing within specifications. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable altl alanine aminotransferase - pyridoxal phophate activated results for 1 patient sample on a cobas c 501 module. The initial result was 576 u/l. The repeated result was 21 u/l. The reagent lot number and expiration date were requested, but not provided. It is unknown if the results were reported outside of the laboratory.